Event description:
(B)(4) distributor reports via e-mail, customer experiencing incidents of the lf extension tube and catheter getting disconnected during use. No pt or procedural info has been made available.

Manufacturer narrative:
Pending product return from (B)(6) and investigation . Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.